Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required due to dislodgement. Another rv lead was successfully implanted. No additional adverse patient effects